Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Additionally, it was reported that the pump battery was depleting quickly, and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer declined troubleshooting from tandem technical support. Customer¿s blood glucose level was 356 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.